Manufacturer narrative:
(B)(4).

Event description:
A consumer reported their device was removed shortly after implant due to an infection at the implantable neurostimulator (ins) site. The patient's indication for use is peripheral neuropathy and non-malignant pain. No cause, symptoms, diagnostics or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.